Event description:
In 2006 nellcor puritan bennett received a report of a patient demise. The report claimed that a n200 pulse oximeter was in use at the time of the event. The report claimed that the device "did not appear to have sounded and the cables had become disconnected". Nellcor is attempting to collect further information related to this report.